Event description:
Customer reported a displayable history check failed on startup alarm. The customer's blood glucose was unknown. The customer stated a temp basal was not programmed before the alarm occurred. Troubleshooting found the insulin pump was not stored without a battery and the insulin pump was not in spanish. Customer also stated the alarm occurred during normal use. The customer also reported an excessive no delivery alarm. The customer was advised to replace their insulin pump. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that no error alarm noted. The device passed the error alarm test. The insulin pump was received with an error alarm in the history file due to corrupted history file. The device had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).